Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical devices: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 093-28, lot# va0266x, implanted: (B)(6) 2012, product type lead (B)(4).

Event description:
The consumer reported that she thought she had a bladder infection. She was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided about this event. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that a uti was confirmed. The patient thought that it was related to the device/ therapy. For some reason (unknown) the device was not working. The patient was given antibiotics and the cleared the uti. When the patient checked the device after coming down with the uti the patient called to see the doctor and could not get the device to come on so she turned it off per manual instructions.